Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that the abutment screw ((B)(4)) fractured.

Manufacturer narrative:
The abutment was returned for evaluation. Visual review confirmed that the screw portion of the abutment was fractured. No significant damage was observed on the hex. The device history record review did not indicate any manufacturing deviation which would contribute to this event. A definitive root cause could not be determined. Added event problem codes; date added; checked additional information and device evaluation; changed no to yes and added evaluation codes.